Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector for the stylus was damaged, it was pulling apart and the stylus was replaced to resolve and calibrated to the touch screen. The software was reconfigured and reloaded and the device passed all functional and systems tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the connector for the stylus on the programmer was damaged. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.